Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: a review of the pump black box data revealed that data for the event date was overwritten due to continued pump use. No pump reboots were observed in the available black box data. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump with no visible yellow o ring showing; a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was not able to be confirmed or duplicated; the pump information for complaint was overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.